Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: b1 - adverse event/product problem. B2 - death date null. D7a - single use device. D10 - concomitant products. H6 - health effect - impact code. Updated information can be found in: b5 - describe event or problem. D9 - device available for evaluation. D9 - date returned to mfg null.

Event description:
The sample is no longer available for investigation.

Manufacturer narrative:
Additional information in section b5.

Event description:
An email from the customer was received on 09-apr-2026 confirming that there was no patient harm.

Manufacturer narrative:
E1: additional phone number reported: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port that experienced leakage. This is report 2 of 3. The reporter stated that they encountered leaking from their cadd oncology kit. The event date occurred on 06-jan, 08-jan and 10-jan-2025. Status was while in use in patient. The samples are available for evaluation. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.